Manufacturer narrative:
One (1) goldtite screw was returned for review. The returned product was visually inspected with the naked eye and 10x magnification. Upon observation, the screw was confirmed to be fractured. General wear was found on the collar of the screw. The hex was found to be stripped. Visual inspection has confirmed the reported event. The screw was fractured and only top portion of the screw was received. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported that patient arrived at dental office on the morning of (B)(6) 2017 with a loose 3-unit bridge. Dentist discovered that the screw in tooth position #5 had fractured and a fragment remains in the implant. Abutment screw was placed on (B)(6) 2014.